Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain one of four on the home choice (hc). The home patient (hp) was connected at the time of the event. The care giver (cg) indicated that the hp disconnected from the hc and then reconnected. The tsr discovered through troubleshooting that the caller did not press stop before disconnecting the hp. The tsr had the cg cycle power and closed all the clamps. The tsr advised the cg to dispose of the current supplies and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was determined that the patient did not use the proper techniques when disconnecting from the hc. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.